Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a replace battery now alarm and a power error detected alarm. The insulin pump had turned off on them. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They did not receive a low battery alert prior to the replace battery now alarm. The device was not dropped. There were no unattended alarms. It was the second occurrence of a replace battery now alarm without a low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, active current measurement, and the displacement test however, device was received with high sleep current, power error, low battery, and power loss alarms due to j6 connector resistance issue. No unexpected replace battery now alarms noted during testing.